Event description:
Pt is on continuous renal replacement therapy (crrt). Therapy includes nxstage pureflow b solution 5000ml solution. Bag was spiked but the ports were heat sealed shut and the fluid would not flow into the system. As a result, the crrt machine shut down when it detected air in the system and the machine's kidney clotted and two pints of blood were lost. No harm to pt.